Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dissection tip from a hemopro kit fell apart in the patient's leg. The surgeon used the jaws of the hemopro to retrieve the pieces. They opened up another kit to complete the procedure. The hospital did not report any patient complications. Product is returning.

Manufacturer narrative:
Maquet cardiovascular received the device on 01/05/2009. Quality will evaluate the device and perform investigation. A supplemental report will be submitted when the investigation has been completed.